Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer's blood glucose level was 132 (mg/dl). Reportedly, the customer resumed insulin following the most recent occlusion alarm and declined troubleshooting with tandem technical support.